Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) advised the patient to contact their peritoneal dialysis registered nurse (pdrn) regarding the high drain to see if the pdrn wanted the patient to use the hc again tonight. The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The iipv did not occur during or due to off cycler exchanges. The last drain volume available equaled 6205ml. The last volume infused equaled 2500ml. The patient's dry weight equaled 191 pounds. The largest prescribed fill volume equaled 3000ml. The patient did not have symptoms during fill 1 or dwell 1. The patient did not connect before "connect yourself" was displayed. The patient did not press go prior to closing the clamps when "close all clamps" was presented at the end of therapy. The cycler did not lose power while the patient was connected. That day's ultrafiltration (uf) through the last cycle completed equaled 3342ml. The normal uf for the dextrose concentration used was unknown. That day's dextrose concentration was 4.25%. The normal uf for the dextrose concentration was unknown, but the dextrose used was 2.5%. The dextrose concentration for the previous last fill equaled 4.25%. No further information was available. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pdrn on (B)(4) 2012, regarding the high drain alarm. The pdrn stated she was aware of the alarm and that there was no patient injury or medical intervention associated with the event. The pdrn stated the patient has been continuing therapy on the cycler successfully. There were no allegations made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.